Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that there was a problem with the rpm adjustment knob. A rotapro console kit assy brazil was selected for use. During the procedure, it was noted that the equipment has a problem with the rpm adjustment knob. When turning it, it does not reduce the rpm, and when activating the dynaglide, the rpm remains high. The procedure was completed. No complications were reported.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. The work order shows that the equipment will be exported for repair. A visual test was performed on the console, and it failed visual inspection due to defect on the front housing. Then a functional test was performed on the console. It failed the functional test because its minimum flow rate was out of specifications. The complaint equipment has a problem with the rpm adjustment knob. When turning it, it does not reduce the rpm, and when activating the dynaglide, the rpm remains high was confirmed. The pneumatic kit inside the console was replaced with a gold pneumatic kit, and the console was retested. Rotapro console passed the functional test, and this confirmed that the component that caused this failure is a defective pneumatic kit. The passing test result also shows that the knob worked as intended. The complaint about the knob not working could not be replicated. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the internal pressure regulator output incorrect was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the complaint equipment has a problem with the rpm adjustment knob. When turning it, it does not reduce the rpm, and when activating the dynaglide, the rpm remains high was confirmed. A defective pneumatic kit was the cause of the failure. The console passed service history review, risk review, and labeling review. By reviewing the product analysis, product record review, and related records, this investigation is assigned a conclusion code of cause traced to device design. As for the alleged case of the knob not working, the conclusion code is no problem detected because the knob failure could not be replicated, and the knob also passed functional testing.

Event description:
It was reported that there was a problem with the rpm adjustment knob. A rotapro console kit assy brazil was selected for use. During the procedure, it was noted that the equipment has a problem with the rpm adjustment knob. When turning it, it does not reduce the rpm, and when activating the dynaglide, the rpm remains high. The procedure was completed. No complications were reported.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that there was a problem with the rpm adjustment knob. A rotapro console kit assy brazil was selected for use. During the procedure, it was noted that the equipment has a problem with the rpm adjustment knob. When turning it, it does not reduce the rpm, and when activating the dynaglide, the rpm remains high. The procedure was completed. No complications were reported.